Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off. Reportedly, the customer had neglected to charge the pump. The customer's blood glucose level was 250 mg/dl. The customer delivered a correction bolus. Tandem technical support reviewed pump data and confirmed that the customer had received the proper alerts and alarms prior to the pump shutting off and that the pump battery had fully depleted.